Manufacturer narrative:
The analysis of the lead demonstrated a squeezed and deformed lead body approx. 22 cm distal to the is-1 connector pin. In that section, the insulation was damaged and the inner conductor coil was fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. In addition, cuts in the insulation were observed which occurred most likely during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.